Event description:
Information received by medtronic indicated that the insulin pump had crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black, the pump was returned for alleged crack on the battery compartment on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly (pcba 1) during visual inspection. Successfully downloaded history files and traces using thump. Pump error alarm was found in the history file [(B)(6) 2021 15:14:15] due to moisture damage on the force sensor. Force sensor zero offset within specification (23.1mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked belt clip rail case corner and pillowing keypad overlay. Damage, crack was confirmed on the battery compartment. Critical pump error (open book image) alarm and pump error alarm were confirmed due to moisture damage on the force sensor. Confirmed pump was exposed to moisture. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.